Event description:
It was reported that during a right lung resection procedure after firing the third cartridge the doctor opened the firing trigger and pressed the release button, the closing button opened, but the jaw did not open so that the device could not be released from tissue. Another device was used to cut the tissue. The device was reloaded and the case was completed. No unexpected blood transfusion and the procedure prolonged 60 min.